Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the safety syringe. The customer reports "the safety shield did not click into place when extended to protect the needle and an employee received a contaminated needle stick."